Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator displayed an "o2 sensor oor" message during patient use. There is no reported patient harm associated with this event.